Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery that was mildly tortuous, moderately calcified, with a 90% stenosis. There was no reported resistance felt during advancement of the 3.0x15 mm nc trek to the lesion; however, the dilatation balloon ruptured during the second inflation at 16 atmospheres. A 3.0x18 mm promus stent was implanted in the lesion and post-dilatation was performed with a new 3.0x15mm nc trek balloon. There was clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency. The air was evacuated from the balloon inside the body. It should be noted that the preparation for use section of the nc trek rx instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, the incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture.